Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while inside the patient's cavity on a video gastroplasty, the stapler locked. The stapler embolus stopped when it was stapling the last staple of a load. There was no patient injury.